Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) of 700 (mg/dl) and diabetic ketoacidosis during the second week of (B)(6) 2015; however, no specific date was provided. Customer changed pump supplies, administered a correction bolus, and administered a correction injection prior to the hospitalization; however, bg levels remained elevated. While in the hospital, customer was treated with intravenous insulin and injections. Customer was discharged two days later. Recommendation was made to contact tandem technical support for any future issues.